Event description:
It was reported that there were fluctuating temps. No additional information.

Manufacturer narrative:
Device was returned with a cracked tank cover and corroded drain fitting. The reported problem could not be duplicated. The tank cover and drain fitting were replaced. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. D5 and e4 are unknown.

Manufacturer narrative:
Corrected data: no patient involved.

Event description:
It was reported that there were fluctuating temps. No patient involved.